Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to deploy from the ligator head while inside the patient. No patient complications resulted from this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to deploy from the ligator head while inside the patient. No patient complications resulted from this event.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that six bands were present, with five of the bands moved out of position. In addition, the ligator teeth were visibly damaged/broken. Additionally, the suture was broken with distal portion attached the ligator head and the proximal section was not returned. Further analysis of the handle slot revealed that the tripwire was cinched (secured) in the handle assembly slot however; the proximal portion of the trip wire was found to be curled. Also, the distal section of the trip wire including the loop had been cut off and was not returned. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that six bands remained on the ligator head and five out of the six bands were rolled out of position. Further evaluation revealed the suture was broken with distal portion attached the ligator head and the proximal section was not returned. Furthermore, the distal section of the trip wire including the loop had been cut off and was not returned. The ligator teeth were damaged/ broken and suture was broken. Although the trip was cinched in the handle assembly, it is possible the user did not properly set-up the device causing the failure. Failure to properly set-up and/ or tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure it could cause the thread to move over the ligator teeth without deploying the bands properly and ultimately damaging the teeth as seen with this unit. Based on the evaluation of the device and evaluation of returned devices with similar issues, it is most likely that anatomical / procedural / operational factors were encountered during the procedure that impacted the deployment activity of the bands. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to deploy from the ligator head while inside the patient. No patient complications resulted from this event.